Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the error during a daily check. Fse continued troubleshooting and found the wash probe was missing the tip. Fse located the tip inside the instrument and resolved the issue by reinstalling the tip to the wash probe. Fse ran quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(6) from 17-nov-2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages- if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2015 bf probe purge failure as indicating that "purging by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2015 bf probe purge failure error message was the wash probe tip had fallen off.

Event description:
A customer reported getting error message 2015 bf probe purge failure with the aia-360 instrument. Prior to the call, the customer changed the wash probe tip and primed the analyzer but the error persisted. The instrument was down. Field service engineering (fse) was dispatched to address the reported event, which resulted in a delay of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.